Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, 80% fibrous, de novo lesion in the mid left anterior descending (mlad) artery. The lesion was pre-dilatated with a 2.5x8mm balloon, and a 2.5x28mm xience alpine drug eluting stent (des) was implanted at the target lesion. Post-stenting, imaging revealed a distal end dissection and a 2.5x8mm xience alpine des was implanted to cover the dissection and successfully complete the procedure with a timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.